Event description:
Customer reported that the anchor broke upon insertion during a shoulder arthroscopy procedure. The anchor broke while tightening into the bone. The surgeon experienced an hour to 90 minute delay to remove the broken anchor and eyelet from the patient. It was necessary to convert the procedure to an open procedure which resulted in a longer incision and lengthen the patient's rehabilitation time. Patient had good bone quality. The surgeon did pre-drill the site prior to inserting the anchor however, it is unknown if the site was tapped. No patient injury was noted.